Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the right femoral arteriotomy site post right and left heart catheterization. No pre-deployment angiogram was taken and a 7f procedural sheath was used. Reportedly, the pt bled while the angio-seal device was deployed. Bleeding continued and manual compression was applied with hemostasis achieved. In the hold area, the pt developed ischemic with numbness and pain in the right foot. The pt underwent surgical exploration; an iliofemoral bypass graft was placed and a thromboembolectomy of the right leg was performed. Reportedly, the angio-seal exited the superficial femoral artery (sfa) and was attached to the back wall. There was a spiral dissected the common femoral artery. The angio-seal device was removed. The pt was discharged the next day. Reportedly, the pt was in good condition.

Manufacturer narrative:
No components were returned for analysis. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the ischemic could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU states a 6f angio-seal device should be used for a 6 french or smaller procedural sheath. The IFU also instruct the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device if there is suspicion that the introducer has been placed through the superficial femoral artery and into the profunda femoris. Collagen deposition into the superficial femoral artery could result, which may reduce the blood flow through the vessel. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.